Event description:
It was reported the device went into "over temperature" alarm. The reporter stated the issue was found during testing. No patient involvement.

Manufacturer narrative:
(B)(6) unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.